Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Prior to contacting tandem technical support, the customer performed the fill tubing sequence and observed air bubbles within the infusion set tubing. Reportedly, a supply change was performed resolving the occlusion. Blood glucose level was 114mg/dl.